Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump alarmed bolus stopped. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that her son's pump is giving them an error message ¿bolus stopped¿. The customer does not have the pump in hand right now as her son is at school. The customer was advised to call back to troubleshoot. The insulin pump will not be returned for analysis.